Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that immediately after the procedure, tissue damage and recurrent mr was noted. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4 and large posterior leaflet prolapse. One clip was implanted reducing mr to <1. After review of the valve, it was decided that another clip was not needed. The clip was very secure with good results and the procedure was completed. While the transesophageal echocardiography (tee) probe was still in place, tee started to show more mr of the valve. The images were reviewed and on fluoroscopy, the clip was confirmed to be stable. Upon further review, it was noted that the posterior leaflet (p1) had torn and may have pulled out of the clip at the p1 location of the leaflet. The clip was still attached to the p2 location of the leaflet. A new steerable guide catheter and new clip delivery system were opened and prepared to treat the tissue damage and recurrent mr. Two clips were implanted, reducing mr to <1. The physician felt the leaflets were weak which caused the issue. The next day, the clips were confirmed to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration and tissue damage appear to be due to challenging patient anatomy. Reported mitral regurgitation was cascading event of tissue damage. The reported patient effects of mitral regurgitation and tissue damage are included in mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.